Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced peritonitis. The cause of the event was unknown. The event was manifested by abdominal pain, inflammation and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient began treatment with intraperitoneal cephalosporin (dose, frequency, and duration not reported) for peritonitis. Twelve days after admission, the patient was discharged from the hospital. After one week, the patient was readmitted to the hospital, with the same symptoms. Treatment with cephalosporin continued. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering while remaining on antibiotic therapy in the hospital. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced peritoneal inflammation (reported as peritonitis) and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.